Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 75 mg/dl, and the meter bg reading was approximately 35 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Due to the bg level the customer lost consciousness and required emergency medical technician assistance. Customer was treated with carbohydrates and administered glucose to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.